Event description:
It was reported that the right ventricular lead had high impedance for the past three days. There was no r-wave sensing and no ventricular capture. The lead remains in use as a revision procedure was attempted and abandoned due to the patient's stenotic venous anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).